Event description:
The customer reported the pilot balloon deflated. No other information was provided to determine if the failure occurred during pre-inflation testing before patient use, or if any intervention was required or performed during patient use.